Event description:
It was reported that the patient had changed out all pump supplies earlier and was using the last available infusion set when occlusion alerts occurred. The patient experienced two occlusion alerts and was instructed to disconnect and manually push insulin through the system to confirm functionality up to the infusion site. Insulin flow was observed, indicating the issue was likely related to the infusion site itself. As no additional supplies were available, the patient elected to wait and monitor whether the alert persisted. The alert did not recur during the initial monitoring period; however, the patient did not have backup therapy readily available at that time. The patient reported that blood glucose levels were affected, with a highest recorded level of 232 mg/dl and elevated levels lasting approximately two to three hours. The device provided alerts for blood glucose levels above 300 mg/dl for over 90 minutes. The patient administered insulin injections for snacks as previously advised by a healthcare provider. No ketone testing was performed, and there were no recent steroid injections. No professional medical intervention was required, no assistance was needed, and no immediate health effects were experienced. During a follow-up contact, the patient¿s blood glucose level was 269 mg/dl and the occlusion alert had persisted. The patient was advised to transition to backup therapy and to contact a healthcare provider for guidance until new supplies arrived. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.